Manufacturer narrative:
Concomitant medical products: 419478 lead, implanted: (B)(6) 2012, dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited an impedance warning due to intermittently high and undefined impedance values. The lead remains in use. No patient complications have been reported as a result of this event.